Event description:
Eye inflammation, so I bought a pair of contacts from ttdeye.com without any prescription verification with my doctor. And it hurts every time I put them on. Eye inflammation after using contacts from (B)(6).